Event description:
A mosaic mitral valve was opened. As surgeon was loading it onto the valve holder, the valve separated from the blue carrier and we noticed the suture was broken.we opened an identical valve which was implanted without incident.the rep was notified, so he is aware of the situation. We are working on getting a replacement for our stock.